Manufacturer narrative:
Correction-section e2: clicked "yes" for health professional.

Manufacturer narrative:
The reported events were unacceptable threshold and high pacing impedance. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of unacceptable threshold was confirmed. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. Electrical testing found an internal short between conductors cause by over torqued inner coil at the connector region. The cause of the reported event of unacceptable threshold was isolated to the over torqued inner coil at the connector region. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold and high impedance measurements. The rv lead was removed and replaced. The patient was in stable condition.